Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower failed to power on. A field service engineer found the all-in-one unit failed. The field service engineer replaced the all-in-one unit and the hard drive to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medbank device experienced a power failure during the medication dispensing process for the patient. The customer reported that the user was able to remove the required medications, resulting in a delay. There were no adverse events or injuries reported based on this event.